Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 172,171,173,151,222 and147mg/dl fasting. The expected fasting blood glucose test result range is 82-134mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. Customer was using alcohol prior to testing. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/28/2023 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history. Result 1 : 123 mg/dl date: (B)(6) 2022 time: 9:21am fasting, result 2 : 147 mg/dl date: (B)(6) 2022 time: 9:13am fasting, result 3 : 222 mg/dl date: (B)(6) 2022 time: 12:04am fasting, result 4 : 151 mg/dl date: (B)(6) 2022 time: 12:23pm fasting, result 5 : 173 mg/dl date: (B)(6) 2022 time: 12:20pm fasting, result 6: 171 mg/dl date: (B)(6) 2022 time: 12:17pm fasting, result 7 : 172 mg/dl date: (B)(6) 2022 time: 9:31am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 11-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.